Event description:
It was reported that a patient had esophageal biopsies taken using the mako biopsy forceps. Following the procedure, the patient had a syncope episode and a bleed from the biopsy site that included 300 cc hematemesis. The patient was hospitalized overnight for observation, then released without further events. It was the first time the physician had used this model of biopsy forceps.